Event description:
A report was received that the customer will return an explanted ipg. The ipg was found in a sterile bag in a cupboard and was most likely explanted awhile ago. The origins of the explanted device are unknown.

Manufacturer narrative:
Additional information was received that there are no associated complaints. Analysis of sc-1110-02 (serial number: (B)(4)) revealed that the device functionality test was performed to ensure the device integrity, and no anomalies were found.

Event description:
A report was received that the customer will return an explanted ipg. The ipg was found in a sterile bag in a cupboard and was most likely explanted awhile ago. The origins of the explanted device are unknown.